Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer froze during a right ventricular (rv) threshold test on a patient. The threshold test was initiated, but would not cease after capture was lost. It was noted that after the test button was released, the amplitude continued to decrement, and the screen of the encore programmer was frozen. The programmer remained unresponsive despite multiple attempts to stop the threshold test, which resulted in asystole and syncope. It was also noted that the programmer displayed error stating serious programmer problem. The programmer was then able to reboot and open to the normal "find patient" screen. Patient was conscious again without any medical intervention. The programmer is expected to be returned for evaluation. No further patient complications have been reported as a result of this event.* the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.